Event description:
Per the clinic, the device was explanted on (B)(6) 2024 under general anaesthesia due to the need of serial MRI imaging. The patient was reimplanted with another cochlear device during the same surgery.